Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and not happy with vision. The iol was exchanged for unspecified lens model 2 months and 16 days after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the evaluation result code of c16 and d03 was an error. It should have been c20 and d15 on the original MDR. The manufacturer internal reference number is: (B)(4).